Event description:
It was reported that this lead was explanted and replaced one day after implant due to an increase in thresholds.

Manufacturer narrative:
Upon receipt the lead was found cut 5.5cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. The performance of the lead fragments was scrutinized, including a visual inspection. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Damages like the bend conductor coil 22 and 26 cm proximal to the lead tip most likely occurred during the explantation procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.